Manufacturer narrative:
According to available information, this lead remains implanted. As no further information is expected regarding this procedure, our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a left ventricular lead revision procedure was scheduled. Prior to the procedure, it was noted this lead displayed increased impedance and threshold measurements. An x-ray revealed the lead was fractured. Further inspection revealed the device was implanted subpectoral and the lead was fractured at the edge of the device that was implanted over a rib. An echo was performed to determine further need for this lead. As the patient's heart condition has improved, a decision was made to not replace this lead. No adverse patient symptoms were reported.